Event description:
A nurse reported that a patient presented with a scratchy feeling in the right eye one day post lasik. The patient was noted to have diffuse lamellar keratitis (dlk) in the right eye. The previously prescribed topical steroid eye drops were increased. Additional information provided states that the patient has not been seen in follow up but is expected to follow up at a later date.

Manufacturer narrative:
(B)(4).

Event description:
Additional information provided states that the patient was seen in follow up and noted no issues. The patient is currently off all drops and the dlk has resolved.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively (B)(4).